Manufacturer narrative:
Concomitant medical products: 4965-35 lead, implanted: (B)(6) 2009.

Event description:
It was reported there was a confirmed fracture of the atrial lead. It was also reported there was undefined high lead impedance. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned, analyzed, and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.